Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) which has been implanted 11 months, displayed middle-of-life 1 at a normal follow-up-visit. A manual capacitor reform was completed and the charge time was normal. The physician elected to monitor the patient more frequently to observe for premature battery depletion.